Manufacturer narrative:
The reported event could be confirmed, since the product was returned broken as reported. The device inspection revealed the following: the returned screwdriver with the self-holding feature shows normal traces of use. The tip of the screwdriver is broken, the broken fragment was not returned. The breakage surface shows the typical structure of a brittle fracture (smooth surface, no plastic deformation) most likely due to a bending or torsional overload applied during use. It is worth noting that to prevent the bending, the device is laser-marked with do not lever . Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Based on the investigation, the root cause was attributed to an user-related issue. The breakage shows signs of torsional or bending overload applied on the screwdriver during use. As a reminder, the operative technique states that: it is recommended that the solid screwdriver be used for screw removal. The solid screwdriver applies greater torque and may reduce the potential for damaging the hexagonal tip on the screwdriver. Furthermore, the instructions for use also state that: avoid excessive workloads or wedging or twisting the instruments during the operation. In extreme cases this can lead to fracture of the instrument. Failure to observe this procedure can lead to fracture of the instrument and represents a high risk for the patient and the surgeon. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
In a nail removal case, three screws were removed, and when the fourth screw was about to be removed, the screwdriver broke. The fourth screw was immediately removed using another screwdriver, and the operation proceeded without interruption. Before closing, surgeon confirmed that there were no metal fragments due to the broken screwdriver by c-arm and x-ray image.

Event description:
In a nail removal case, three screws were removed, and when the fourth screw was about to be removed, the screwdriver broke. The fourth screw was immediately removed using another screwdriver, and the operation proceeded without interruption. Before closing, surgeon confirmed that there were no metal fragments due to the broken screwdriver by c-arm and x-ray image.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.